Manufacturer narrative:
The device was disposed of and therefore, was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing hemolysis. There was no change in the patient's pump power noted. The patient was asymptomatic. Per additional information received, the patient was readmitted into the hospital approximately two weeks later for arm numbness. A few isolated power spikes were noted. The results of the head CT scan performed showed hemorrhage. The hospital staff exchanged the pump due to suspected thrombus. The patient remains ongoing.